Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. Animas is currently conducting an evaluation of a cartridge from this manufacturing lot. This evaluation has not yet been completed. No conclusions can be made at this time.

Event description:
The patient was hospitalized for elevated blood glucose levels and dka. The patient reported that the cartridge compartment exhibited moisture. The patient also reported that no insulin boluses were administered for 24 hours prior to the hospitalization.